Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic experiencing phrenic nerve stimulation from the left ventricular lead. When a capture threshold test was initiated, no capture was observed at the programmed settings. Capture threshold was tested again using different electrodes on the lead and was able to achieve capture without phrenic nerve stimulation. The left ventricular lead was reprogrammed to pace at this configuration. The patient condition remained stable.